Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent spinal surgery at l3-5 due to spinal stenosis. Intra-op, one of the inserter pin broke when the implant was fixed on the instrument. No patient complications reported as a result event. No fragments of the instrument remained in the patient.

Manufacturer narrative:
Product analysis result: visual microscopic observation: visual examination confirms the bottom tang is broken; the broken piece is missing and not returned for analysis. Fracture initiation appears to be located at the base of the tang, consistent with bend stress overload. Microscopic examination of the fracture surface reveals a fairly quasi-brittle fracture, with no indication of fatigue. Conclusion: the above observations are consistent with bend stress overload. If information is provided in the future, a supplemental report will be issued.